Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead exhibited far r over-sensing. No intervention was performed. There were no patient consequences.